Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. The company representative then visited the site. The system was examined and tested. The reported event was no duplicated and the system was found to meet specification. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 17, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The system was found to meet specifications. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system stopped during the coagulation portion of a surgery. The system was rebooted and the surgery was completed. There was no patient harm.